Manufacturer narrative:
Device was not returned for evaluation. No previous repairs were noted within the last 12 months. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the pump would not stop after delivery, the pump would not stop pumping when the stop button was pressed, and pressing the stop button would deploy a bolus. It was noted that the pump had recently been updated. Per the reporter, there were no adverse patient effects.